Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the act button on customers insulin pump needs to be pushed extremely hard and in the right place for the act button to work on customers insulin pump. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instruction.